Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the customer requested a medication, it still indicated that it needed to be requested. Upon checking mql, the item had been approved but never issued, and it had not expired. However, it was now asking to be requested again. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) went into mql, and it shows that the item was approved but never issued, the item did not get expired, but asking to be requested again. The tss advised the customer to request medication again and the issue had been resolved after requesting medication again with the tss guidance. The system functioned as intended after the technical support specialist (tss) investigated the issue.